Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, suffering, and injury, as well as, "many complications including sepsis." Furthermore, it was also reported that the plaintiff died on (B)(6) 2012.

Manufacturer narrative:
Lawyer-filed report (B)(4).